Event description:
Customer reportedly received results of 255 mg/dl and 114 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that an mr290v autofeed humidification chamber used in a set-up appeared to be 'damaged.' No pt consequence was reported.